Event description:
I had surgical mesh for urinary incontinence. The mesh eroded into vagina, causing pain, irritation and destroyed my sex life. Pain during orgasm (which is horrible), that continued to get worse until sex was no longer an option. Problems urinating. When the pain is bad, problems defecating, too, because it hurts too much down low to push. And I will go through periods of having severe pain for prolonged periods that keeps me awake and unable to do much of anything. It is wearing on me. Had one revision surgery, but it all came back. I need another surgery, but have no insurance now and I am hurting.